Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was wondering if she had a loose wire that may have become disconnected because she was feeling an electric sensation right above where the ins was implanted on the first rib. The patient stated they she normally felt stimulation in her back and leg so this was the wrong location. The patient reported that the electric sensation caused her pain and the sensation did not occur with any one position but was happening randomly. It was noted that the patient had not made any recent programming adjustments and had not had any falls or trauma. The patient turned the stimulation off which made the sensation stop. No further complications were reported/anticipated.